Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device's pacer rate was out of spec. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The customer has only sent the pacer rate potentiometer to zoll tech svc for evaluation. The part was found to be within spec. During a follow-up conversation with the customer, it was indicated that the pacer rate potentiometer was determined not to be the cause of the reported proble, customer indicated that adjustment of a resistor on the pacer board fixed the problem. The unit will not be returned to zoll for evaluation.